Event description:
The customer reported via phone call that the insulin pump froze. She took the battery out and placed it back in but the insulin pump alarmed failed battery test. The insulin pump had unresponsive buttons. Customer's blood glucose level was 248 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.